Manufacturer narrative:
Ortho performed batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Retain testing was unable to be performed since complaint was received on 25sep2017 and vss928 expired on 12sep2017. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reports the vision produced false negative antibody screen test results during validation and analyzer comparison studies for one sample previously known to contain anti-k. The same sample was also tested on a competitor's analyzer and the anti-k was detected. The same sample was then tested by tube method using a competitor's reagent but the results were negative. Since two out of three methods did not detect the antibody, the customer is reporting the analyzer discrepancy for documentation purposes only. Issue started on: (B)(6) 2017. Frequency: one sample. Occurred during: validation testing. Customer stated the sample used had been previously frozen. K antigen typing of the cell in question was not performed and is now out of date. Tsc confirmed all qc on the analyzer passed. Lot numbers of the reagents used: igg gel card lot 031417001-59; 0.8% surgiscreen lot vss928, exp 9/12/2017 (cell 1 was k antigen positive. Antigram attached). The reagents passed visual inspection and were stored/handled as per the instructions for use. Customer inquired if similar issues had been reported for the reagents used, tsc provided the information. Discussion was provided regarding donor antigen variability and limitation of procedure as stated in the IFU "for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive. Customer is satisfied with documentation of the event and agreed to call back should issues arise.